Event description:
During operative procedure a newly opened tlc75 prematurely deployed twice and and also produced a colonic malunion. Stapler replaced with same lot number that did not fail. Manufacturer response for stapler, (brand not provided) (per site reporter): unknown. Manufacturer response for stapler, (brand not provided) (per site reporter): unknown.